Event description:
It was reported that the bd ultra-fine¿ insulin syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, a nurse injected the patient with insulin. After opening the package, the nurse found unknown foreign matter attached to the needle of the insulin syringe.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2010842. All inspection performed per the applicable operations qc specification.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, a nurse injected the patient with insulin. After opening the package, the nurse found unknown foreign matter attached to the needle of the insulin syringe.